Event description:
It has been reported to philips that the apertures were not available. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use and the procedure was completed as planned after the user completed a restart of the system. A philips field service engineer (fse) inspected the system on-site. As part of troubleshooting, the fse inspected the panel and all cable connections, and conducted a functional test of the aperture collimation in radiation mode. Fse confirmed no errors were detected during testing. Technical analysis of log files confirmed collimator hardware errors, which is most likely caused by motor noise disturbing the encoder signals. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.